Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer noted two o rings on the pump and was unable to load a cartridge. Additionally, the customer reported that their blood glucose (bg) levels have been affected, yet no specific bg value. Although requested, no further information was provided.